Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there is a black and white particle found on the balloon of the device. Per reporter, the event occurred inside the cleanroom cabinet at the manufacturing facility. There was no patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
D9: product received 01-jul-2024. H3/h6: three pictures were attached to the complaint. Particles were detected within the pictures. Two samples were returned of part number 21-7301-24, lot 4287970 unused, and in a plastic bag. During visual inspection of the devices, particles were detected between the medication bag and the housing. According to sample received, the customer complaint of particulate matter internal to device was confirmed. There is not non-conformance or deviation related to the failure reported in the device history record.